Manufacturer narrative:
The investigation is ongoing pending additional information that has been requested of the field. This report will be updated should additional information become available.

Event description:
Boston scientific received information that a red alert triggered with this implantable cardioverter defibrillator (ICD) due to high, out of range right ventricular (rv) pace impedance measurements. Boston scientific technical services (ts) was contacted to discuss the issue further. Ts noted it is less likely an incomplete insertion issue because the shock impedances have stayed in-range and the lead connected is a df4 lead. Ts recommended isometrics and pocket revision at the upcoming wound check. No adverse patient effects were reported.

Event description:
Additional information was received that a lead revision was performed two days later. The lead was successfully repositioned. No additional adverse patient effects were reported.